Manufacturer narrative:
There were no more devices of the same lot remaining in inventory for evaluation. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Event description:
The hospital perfusionist reported an issue encountered with an mps delivery set found prior to use in a procedure. The report stated that the clinical staff observed particulate matter in the delivery line, distal to the filter, floating in the priming solution. The report stated the clinical staff discarded the delivery set and used another one instead for the procedure. The delivery set was not returned to the manufacturer for evaluation and no photographs were taken. Follow-up with the complainant found that the alleged particulate was white in color. There were no patient complications reported as a result of the alleged issue.